Event description:
Premie undergoing an exploratory laparotomy for possible nec. Premie tds grounding pad applied to baby's back and checked for secure fit anesthesiologist was adjusting endo tracheal tube and was shocked, cautery in use. Pad connections were checked prior to and after the shock. Cautery turned off immediately. No alarms sounded on the cautery. Cautery pad was replaced. Et tube brown at the area in question. No areas on pt. Lips checked and pt evaluated with no signs of injury noted. Cautery pad was saved. Con med catalog # 440-2148. At last report, pt doing well, had been extubated, clinical condition improving. No further sequelae reported by anesthesiologist except momentary tingling.